Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The time and date programming is working properly. The time and date were set to 06:51 february 4, 2017 without any errors and was monitored for several days. No time/date anomaly was noted. The drive support disk was inspected and no damage or anomaly was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low readings and time/clock anomaly. The customer's blood glucose reading was 140 mg/dl. The customer stated that he had low readings all of november and december. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The insulin pump will be returned for analysis.